Manufacturer narrative:
The t:slim g4 system user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 290 mg/dl and was addressed by the customer taking a manual injection. During troubleshooting with tandem technical support, it was noted that the occlusion was possible at the location of the site. Reportedly, the customer was using apidra insulin. A recommendation was made to the customer to change the site.